Manufacturer narrative:
The device history record was reviewed and showed that the manufacturing and inspection of the product was performed as per applicable procedures and validated process. All inspection results were carried out and were within acceptable criteria as per established sampling plan level quality procedures. Additionally, no non-conformances were opened during the manufacturing process. A gemba walk was performed to review the manufacturing process, and all processes and controls were found properly followed, including sub-assemblies, finished product assembly, packaging, and inspections performed to the product. No conditions were found that could trigger the reported condition. An attempt was made to reproduce the defect, and the tube could not be broken after several manipulations. Based on all available information, a definitive root cause could not be determined at this time. A potential root cause could be that when trying to manipulate the stylet within the tube several times, the stylet perforated the tube. A corrective action is not applicable at this time. We will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
The customer reported when passing the 8 fr probe with a weighted tip, the guide wire was removed, and upon testing, it was evident that there were many small holes in the probe and that it was porous. The probe was changed three times, with the same finding. Porosity along the length of the probe.